Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported that total of five tb-0535fcs and one tb-0520fc were used during a radical operation for carcinoma of colon. It is unknown whether all devices were used in the same procedure. In the procedure, there were a lot of broken of different degrees on the tip and the tissue pad of the devices were turned up and dissolved. The intended procedure was completed with another device. There was no patient injury reported. According to reported information, it was suggested that the tissue pad was severely worn and/or partially separated. This is the report regarding the severely worn tissue pad and/or the separation of the tissue pad of the third one of five tb-0535fcs.